Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. Customer's blood glucose level was 187-188 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.